Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported scratches on the screen of the insulin pump as well as receiving a button error alarm. The customer stated that he went swimming, but the pump was 25 feet away from the swimming area. The customer's blood glucose was 190 mg/dl at the time the issue was reported. Nothing further reported.